Manufacturer narrative:
The rupture, type iiib of the cuff and main body stent (both with stent cage dilation) was confirmed, and the type iiia endoleak with complete implant separation. This event is most likely device-related (strata). Procedure related harms and the final patient disposition post rupture and repair was reported as doing well. The clinical assessment determined that there was evidence to reasonable suggest: partial crown separation of the cuff with an associated type ia endoleak prior to the ovation repair ((B)(6)). This finding was not included in the event as reported, and was discovered during november 21, 2018 review of the CT image study of (B)(6) 2018, 62 months post the implant procedure. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was previously implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial implant, the patient presented with a with a contained rupture and a type iiia and iiib endoleak of both the cuff and main body. A secondary procedure was performed were the stent graft was relined with the ovation abdominal stent graft and bridged with an afx infrarenal / cuff extension. The patient was reported as doing well post secondary an there have been no additional patient sequelae reported.